Event description:
It was initially reported that the site was experiencing intermittent difficulties communicating with vns pt's devices. Troubleshooting by the site revealed that it is believed that the serial data cable was the problem and requested a new serial cable for the dell x5 hand held to replace the suspected non-working cable. Follow up with the site reveals that the issue has not resolved with the new serial cable, and it is believed it is the connection port on the hand held that may be the problem. (B)(4) attempts to obtain the hand held and serial cable for analysis have been made, but the devices have not been returned to date.

Manufacturer narrative:
Device failure is suspected, but did not cause or contribute to death or serious injury.